Event description:
It was reported that the patient experienced a potential allergic reaction to the device. Since the pump was implanted in (B)(6) 2013, the patient had been ¿extremely inflamed¿ and red on the right side of the abdominal area where the pump was implanted. The patient also had some complaints of itching in that area. It was indicated that a patch test kit for potential allergic reaction was to be used. The device system delivered baclofen. Additional information received reported the product was "fine". The patient had some skin issues and "dermatology"/their dermatologist recommended removing the system.

Manufacturer narrative:
Product ID 8731, lot# b002150n59, implanted: 2003 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was experiencing pump erosion, skin blistering and pain. It was unknown if the patients symptoms were related to the device/therapy. Patient interventions were listed as "treatment with dermatology topical steroids, oral antibiotics, patch testing to pump components negative". The patient recovered without permanent impairment. 2015-07-24 seibel (B)(4) (con): additional information was received from a consumer regarding a patient receiving intrathecal baclofen via an implantable infusion pump. The indication for use was noted as multiple sclerosis and intractable spasticity. The patient was reportedly allergic to the pump; her body rejected the device and started coming out of the body. The device was removed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was experiencing pump erosion, skin blistering and pain. It was unknown if the patients symptoms were related to the device/therapy. Patient interventions were listed as "treatment with dermatology topical steroids, oral antibiotics, patch testing to pump components negative." The patient recovered without permanent impairment.